Manufacturer narrative:
The investigation conducted by field service engineering concluded that system fault experienced by the customer was associated with the red fiber cable. The fiber cable provides communication from the surgeon side console to the patient cart. The input/output panel provides the connection point for the fiber cable into the surgeon console. The system was repaired by replacing the red fiber cable. As of may 21, 2012 there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that while docking the system for a da vinci s hysterectomy surgical procedure, the site experienced system error code 23. With the assistance of an isi technical support engineer (tse) the site restarted the system, which cleared the error. However system error code 23 reappeared while re-docking. The surgeon decided to convert the procedure to traditional open surgical techniques to complete the planned surgery. No patient harm was reported.